Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the drawer failed when pulling medications from the specific cubie. A field service engineer (fse) logged into the system and navigated to the configuration page, where it was observed that no cubies were available. The cabinet was then pulled out, and the back panel and drawer back cover were removed. The row board cable was disconnected and reconnected, after which the drawer was re assembled and the bus cable was reconnected. The station was powered back on, and the fse tested the drawer and cubie functions and were also validated by the customer. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer ltac_aux1 drw 2 pkt e4 failed when pulling medications from the specific cubie. However, there were no adverse events, delays or injuries reported based on this event.